Manufacturer narrative:
Treatment was of bilateral renal stones; 2600 shocks given to the left side and 1700 shocks given to the right side, both sides to a max power level of 6. Treatment was finished as a result of stone fragmentation, so no further treatment will be necessary. Device was tested onsite on april 6, 2021 and was found to be operational in accordance with karl storz service manual, and was returned to the customer for use. There were no issues reported with the equipment at the time of treatment, and the equipment has been utilized to perform treatments approximately 6 times since this reported incident.

Event description:
The customer reported that a patient was diagnosed with a ruptured kidney following eswl treatment on (B)(6) 2021 and was admitted to the hospital later that day. Patient was given 1 unit of blood in the ER and has subsequently been given 2 more in ICU. Hemoglobin is now stable at 7 for over 24 hrs and has been discharged from ICU, but remains hospitalized for further evaluation. Patient is expected to fully recover.